Event description:
It was reported the patient needed their device reprogrammed because the stimulation was not going to the location their needed. It was stated the patient needed more stimulation in their hips and not so much in their legs and knees. It was noted the patient¿s pain had moved around and the pain in their hips just started a week and a half prior to report. It was later reported the patient had their device reprogrammed to get stimulation in their hip and they couldn¿t get it without capturing the patient¿s stomach as well. It was stated the new programming was not working for the patient and they wanted to have it reprogrammed. It was later reported by the healthcare provider that the cause of the event was unknown, there were no abnormal impedances and the postoperative x-ray was normal. It was stated the patient required no hospitalization and their outcome was reported as no injury. It was reported that the patient still had concerns with the device or therapy but had not sought further help. It was noted that the patient was not impressed with the product. It was reported that the patient was not feeling stimulation in the correct area. It was noted that the patient had acute pain. It was noted that this occurred following an implant. It was noted that the patient had a lumbar stimulator and when it was turned on, the patient was stimulated from l3, 4, and 5 down to the toes. It was noted that the patient however still had pain in the head of the femur on the left hip. It was noted that the patient stated ¿it was like a black hole.¿ it was noted that the righ thip was covered but the left hip was not. It was noted that the patient had worked with a manufacturer representative multiple times and they had tried to readjust but could not get it down. It was noted that the screen of the clinician programmer (cp) showed that the left femur head was stimulated but was not actually covered. It was noted that the patient stated that they tried to make adjustment with the programmer and switched groups but nothing seemed to help. It was noted that during a meeting with a manufacturer representative six weeks after initial surgery the patient was up in the teens but the patient felt nothing. It was noted that the patient did have both hips replaced and the right went well but the left did not. It was noted that the patient was concerned about getting a second spinal cord stimulator as the current implantable neurostimulator was not working as it should. It was later reported that the patient had a loss of therapeutic effect. It was noted that the stimulation was in the wrong location. It was noted that reprogramming ¿can¿t seem to get it to cover this area of my hip that the patient really needed help with; they have it as close as they can but can¿t seem to get it right on the spot.¿ it was noted that the patient had an appointment on (B)(6) 2013 with the health care professional (hcp). Additional information received reported the trial version worked excellent and the patient could not wait to get the implant. However, since the patient got the implant, it was reportedly "horrible." The implant reportedly did not help the patient like the trial version did. It was noted that the ¿tech¿ that programmed the system couldn¿t get it to the patient¿s needs. The patient reportedly hated having it and rarely even used it. Charging the battery was reportedly ¿a headache¿ and took forever (3 hours minimum to get a full charge). The patient was willing to see a different pain management physician to see if they would have a different view on how to program the device. Additional information received reported the patient spoke with an orthopedic surgeon on tuesday, (B)(6) 2014 about his lack of therapeutic effect since his implant surgery last april. The patient had been referred to a new pain management specialist. The patient discussed with the surgeon the potential for a lead revision or replacement, but had not met with the new pain management physician yet. Additional information received reported that shortly after the patient was implanted with the device in (B)(6) 2013, he was hospitalized with low blood pressure. The patient stated it was because he was on too many pain medications, as he was already on pain medication prior to surgery, and was also given medications for post-operative pain. It was noted that the patient had a bilateral hip replacement. The right hip went well and had a little hard tome healing, but it was reportedly strong. The left hip replacement had been causing problems ever since, and caused the patient pain, which ¿is part of the reason stim wasn¿t working.¿ it was noted the physician told the patient he may need medications or a spinal cord stimulator (scs) for the cervical area due to pain, which was reportedly coming from the spinal column. However, the patient was hesitant to get another scs system because his other one ¿hadn¿t been helpful.¿ the surgeon referred the patient to a pain management specialist and said that a surgical revision or replacement of his lead may be necessary. It was noted that the patient never had a therapeutic effect since implant, and that the manufacturer had tried many time to reprogram the device, but the attempts were ineffective. The patient was reportedly on gabapentin 1200 or 1400mg/day for nerve pain, and had been taken off muscle pain medications. It was noted the patient felt some stinging or like there were ants around the implantable neurostimulator (ins). About a year later, it was later reported that the patient was totally dissatisfied with the system. It had not worked properly since day one. No one had been able to program it to meet his needs, including the manufacturing representatives and the pain management office. He was getting ready to get it removed, once and for all. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type programmer, patient product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).